Event description:
On (B)(6) 2012, the patient contacted animas reporting that there was moisture behind the subject pump's screen and complete power loss after the patient went swimming with the subject pump. The patient claimed there was no physical damage to the battery cap or battery compartment; however, he can see moisture under the display screen. The patient confirmed that the battery cap was also secured but has never been replaced. There was no reported patient impact associated with this complaint. However, this complaint is being reported because the reported power issue was not resolved with troubleshooting. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump would not power on for investigation. A crack in the pump casing from the display lens corner to the case seal was observed. Leak testing revealed a leak. There was evidence of moisture observed inside the pump. Testing could not be adequately completed due to inability to power on the pump and moisture damage.